Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was implanted using a large flexnav delivery system (ds). The implant depth of the valve was 3mm at ncc and 4mm at lcc. The sizing of the annular dimensions of the native valve is: annulus diam 25.4mm, area 492.3, perimeter 79.5mm, and lvot diam 25.5mm. It was noted that there was adequate calcification to allow anchoring of the device and the aortic angle was 74 degrees. It was noted that the device migrated toward the aorta and a second 29mm navitor valve was implanted valve-in-valve to resolve the event. The procedure was able to be successfully completed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, the reported migration appears to be related to challenging patient anatomy (horizontal aorta, large node of calcification). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was implanted using a large flexnav delivery system (ds). The implant depth of the valve was 3mm at ncc and 4mm at lcc. The sizing of the annular dimensions of the native valve is: annulus diam 25.4mm, area 492.3, perimeter 79.5mm, and lvot diam 25.5mm. It was noted that there was adequate calcification to allow anchoring of the device and the aortic angle was 74 degrees. It was noted that the device migrated toward the aorta and a second 29mm navitor valve was implanted valve-in-valve to resolve the event. The procedure was able to be successfully completed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.